Event description:
The pt had undergone a left oophorectomy and extensive lysis of adhesions. A jackson pratt drain was placed. Pt and 30 cc of output over 24 hours. When the nurse attempted to remove the jackson-pratt, only the outer portion was removed. The inner portion was retained. It was able to be felt through the skin and this necessitated exploratory laparotomy for removal of retained jackson-pratt drain. The ob-gyn was able to easily remove the drain through a small fascia defect.